Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the infinity talar component became loose. The patient underwent a revision surgery to replace the hardware. Incision was made and talar component was removed indicating a large cyst central/medial on the talus. Resection was made, graft placed in void and inbone talar component was implanted. The surgeon did notice a small portion of the plasma spray remained on medial/anterior aspect of talus and removed it. No indication of prior cyst on pre-op planning report.